Manufacturer narrative:
(B)(4). The other xience xpedition is being filed under a separate medwatch MFR number. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. Thrombosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An unknown xience prime was implanted and the patient returned with acute thrombosis. The physician used a second stent xience xpedition. Again the patient came back with restenosis. No additional information was provided.